Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable would not work. The unit failed to deliver energy- it would not activate. Opened new device to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 14apr2021. An investigation was conducted on 23jun2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The extension cable was observed to be intact, with both collars attached to the cable. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device did not pass the pre-cautery test. The power supply did not emit an audible beeping sound and the evh reference tool did not produce steam and heat. An engineering evaluation was conducted that identified the root cause of the "failure to deliver energy". On both ends of the cable, about 6 inches of the black outer cable covering was peeled back to expose the four (4) internal wires. On one end of the cable, it was visually seen that three (3) of the four (4) wires were broken. Electrical continuity test had failed because of these broken wires. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was confirmed. We cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Event description:
N/a